Event description:
It was reported that on unknown date, during cleaning, it was noticed that the k-wire would not pass through the device. There was no patient involvement. This report is for one (1) pediatric lcp hip plate guiding block for 3.5mm screws this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: initial reporter is synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. . The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.